Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not holding its charge. Contact did not provide further information at the time of the report. There was no reported impact to blood glucose. Upon follow up, contact reported battery charge issue was continuing. Contact declined tandem technical support's offer to troubleshoot.